Manufacturer narrative:
Upon further evaluation of the device, service found insufficient bending angulation due to elongation of the angle wire. The insertion tube had been bitten in the bending section, and wrinkling of the insertion tube was also observed. In addition, the bending rubber adhesive was scratched and some of the adhesive was missing. The angle knob play was out of specification due to elongation of the angle wire. Scratches were observed on the insertion tube, distal end cover, objective lens, control section, switch box, control section cover, up/down knob, up/down angle lock, right/left knob, right/left angle lock, grip, universal cord, universal cord protector, scope connector, and scope connector cover, due to external factors. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had ¿lack of rubber adhesion, angle down, insertion part wrinkles, and biting¿. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found dirt/stains [foreign material] in the suction channel and instrument/forceps channel. This report is being submitted for the foreign material found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and the foreign material in the suction channel and biopsy channel was identified as balgin. However, as it was reported that "reprocessing is always conducted for each cleaning" it was no possible to presume a cause for the suggested phenomenon. Olympus will continue to monitor field performance for this device.